Event description:
It was reported that air bubbles were observed within the cartridge. Customer was advised by tandem technical support to prime the tubing to address the issue. There was no adverse impact on the customer's blood glucose level.